Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display or display anomaly noted. Unit had unresponsive buttons due to flattened (creased) escape and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump¿s screen was blank. The customer had a high blood glucose level of 300 mg/dl and they realized the screen was off. The customer¿s latest blood glucose level was 259 mg/dl which they treated with a pen. They inserted a new battery but the issue was not resolved. The device will be returned for analysis.